Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted. This review did not identify any non-conformances and the devices met all finished goods release criteria.

Event description:
It was reported that a pt underwent a sling procedure in the hammock position in 2007. At the end of the procedure, when the surgeon was removing the inserters, the mesh had separated from the absorbable fixation tip, and the surgeon removed the sling device. The absorbable tip was left in the pt and the procedure was successfully completed with a different type of sling device.